Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (sounds of gas leakage) was confirmed and found to be caused due to failure of the electropneumatic proportional valve. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device produced sounds of gas leakage. The reported issue occurred while preparing the subject device for use during a therapeutic laparoscopy. The intended procedure was completed using another device, with a delay of not more than 15 minutes. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the electropneumatic proportional valve failure could not be determined. Olympus will continue to monitor field performance for this device.